Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose of an unknown level and low oxygen. Troubleshooting advised customer how to enter blood glucose into the pump in order to administer a bolus. Customer declined high blood glucose troubleshooting and indicated that they treated with the pump for their high blood glucose. No further details given.